Event description:
Customer reported no delivery alarms on her insulin pump. She stated she is changing her infusion set for the third time today. The alarm occurred during manual prime. Customer's blood glucose was 390 mg/dl. She treated with the device and is now at 150 mg/dl. The connection was verified. Insulin exited the tubing when manually pushed with a plunger. During a manual prime, the device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).